Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 8ch infinity dbs lead kit, 40cm, 0.5, b, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 10395988.

Event description:
It was reported that the patient experienced numbness in the scalp post-suture removal. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused the numbness.

Manufacturer narrative:
A case of numbness in scalp was reported to abbott. The issue resolved without intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that the numbness resolved without intervention.